Event description:
It was reported that the device was overheating and leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: health impact, event methods, evaluation, and conclusion codes: updated. One device was received for investigation with outdated printed circuit board (pcb) and power switch. Visual inspection and functional tests were performed by filling tank with water, attaching temp check, plugged in line cord, and turned on the power switch. The over temp alarm was going off and the device was leaking. The complaint is confirmed. The pot on the printed circuit board (pcb) used for calibrating the over temp is damaged and the device is leaking from the cracked tank cover. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 1998 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.